Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well and resumed device use. This is the final report.

Event description:
The recipient reportedly experienced a skin flap infection. The recipient presented with bleeding. The recipient was prescribed antibiotics for 10 days and recommended to cease device use.